Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that nearly 3 years after the dental implant was installed in intraoral region #23, its fracture was observed. In addition, the patient presented bone type iii and bone graft was executed.